Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01547, 0001825034-2023-01550, 0001825034-2023-01908.

Event description:
The study reported two patients underwent additional surgery due to suspected inadequate osseointegration. Of which, one patient experienced spindle rotation after early weight-bearing within 3 weeks of implantation. At the time of additional surgery, osseointegration at the bone-implant interface was achieved, the spindle was retained, and the rotational deformity was corrected by rotating the modular implant components. It was further reported the bone did not grow into the spindle quick enough and then it rotated about 90 degrees. The leg was then at a 90-degree rotation to the hip. The patient was going through chemotherapy so it was not an optimal time to go back in and fix it. There was a delay to fix it and by the time the surgeon went into address the rotation, the bone had grown into the spindle at that rotated position. They uncoupled one of the other modular areas, derotated it, and put in back in. There was no exchange of the spindle. The modular components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - literature: tanaka ks, andaya vr, thorpe sw, et al. Survival and failure modes of the compress® spindle and expandable distal femur endoprosthesis among pediatric patients: a multi-institutional study. J surg oncol. 2023;127(1):148-158. Doi:10.1002/jso.27094. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01547, 0001825034-2023-01550.

Event description:
A journal article was retrieved from journal of surgical oncology (2022) that reported a study from the west coast of the united states. The purpose of the retrospective cohort study was to report the outcome of pediatric patients with a primary bone sarcoma at the distal femur reconstructed with a compress/oss distal femur expandable endoprosthesis and to determine the survivorship of the cps spindle, modes of failure using the international society of limb salvage (isols) classification and the rate of and risks associated with prosthetic joint infections. The study reviewed 36 patients who underwent surgery between a 20-year timeframe at 5 study centers. All patients were treated for primary oncologic diagnoses of osteosarcoma (34) or ewing sarcoma (2). The study population had a mean age of 10.7 years at time of surgery and range of 5 to 15 years old; 24 males/12 females. Follow-up was conducted for a minimum of 2 years (range: 10-246 months). The study reported two patients underwent additional surgery due to suspected inadequate osseointegration. Of which, one patient experienced spindle rotation after early weight-bearing within 3 weeks of implantation. At the time of additional surgery, osseointegration at the bone-implant interface was achieved, the spindle was retained, and the rotational deformity was corrected by rotating the modular implant components. Attempts have been made and no further information has been provided.